Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "constant pain, hardening, capsular contracture (grade unknown) and water deposits between the "rifflingkammern" (unknown german word)"

Event description:
Patient reported experiences constant pain, hardening, capsular contracture (grade unknown) and water deposits between the "rifflingkammern" (unknown german word). The device will be explanted. Side unknown.